Manufacturer narrative:
It is unk if the strip code was verified prior to testing. Strip codes are lot specific and are directly used to calculate the inr and qc values. Use of the incorrect code can result in incorrect results and error messages. Be advised to match the code on the monitor display with the strip code on the packaging labels or test strip pouch. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio meter (inr) = >7.5, reference (inr) = 0.9, mean and confidence limits: product support was unable to calculate the mean or confidence limits of the inratio meter and comparative system inr results because the inratio result was >7.5. Since the inratio value was >7.5 and the comparative system was less than 5.0, the results are considered inaccurate within the context of documented variability for inr testing. Since a lot number was not provided, and the product associated with the complaint is not expected to return, product support was unable to perform further investigation. Further investigation was not possible. Analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Unable to perform retained strip test due to unk strip lot number on the event details. No further investigation is possible. Root cause could not be determined from the information provided. No corrective action at this time as no product deficiency was established.

Event description:
Caller alleged discrepant accuracy results when compared to the lab. Results as follows: date: (B)(6) 2013, inratio: >7.5, lab: 0.9. It was reported the pt's blood sample was sent to the lab immediately after inratio results. Pt's therapeutic range is unk.